Event description:
Litigation papers allege, the patient suffered pain and suffering and was injured by excessive levels of chromium and cobalt in his blood as a result of implantation of the asr hip implant.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec¿d 8/27/2014 - medical records received. Patient revised to address a pseudocyst. The information received does not change the MDR decision. This complaint was updated on: 09/08/2014.

Event description:
Update: (B)(4) 2014 - sales rep reported revision surgery. Patient was revised to address pain. Sleeve added to complaint.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation.